Event description:
Allegedly, during a laparoscopic paracolostomy repair procedure, the thermoflator pressure set point jumped from 14 to 22 during the procedure. They then noticed the pt's skin was exhibiting crepitus; at that point they stopped the procedure and converted to an open procedure, making a small incision to complete the repair. Procedure was completed, and pt condition post-op was fine.

Manufacturer narrative:
The thermoflator has an overpressure safety feature in that, as soon as the intracorporeal pressure exceeds the current setpoint by more than 5mmhg for longer than 3 seconds, a continuous acoustic warning signal is given (alternating long and short sound), and the gas supply is stopped. After a further 1.5 seconds, the overpressure is actively release by a blow-off valve. Additionally, if the pressure exceeds the limit value of 33mmhg for lo. We evaluated the unit and were unable to duplicate the customer complaint. Unit passed all of the pressure tests and both the overpressure blow-off valve and alarm volume were found to be working normally. Some repairs related to age/normal wear and tear, and not related to the complaint, were performed. The unit is over 8 yrs old; the customer, (B)(6) hospital, purchased it used in (B)(6) 2010 and this is the first time they had returned it for service.